Event description:
End user reports developed pressure sore when she received the chair due to improperly fitting cushion, was hospitalized for a time due to the sore, states she does not have a back on the chair, causing her to sit crooked, states she has developed new pressure sores. End user state she is using a rojo cushion, advised end user that this is not an invacare product, therefore, not recommended to be used comfortable on the chair, end user reports that the brakes do not work if she is on an incline, she has rolled down the ramp at her home, end user also explains that the chair is stopping and going, not riding smooth, it was also determined at time of call that end user is part of joystick recall, has not yet been replaced.